Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), using nissha medical technologies brand electrode pads, a loud pop noise was heard and the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The electrode pads used at the time of the report were not returned. The customer indicated they were using non-zoll branded electrodes which were placed on the skin for an unspecified amount of time. The customer could not confirm if skin prep was performed prior to placing the electrode pads onto the patient. The customer's report of a popping sound upon discharge was found to be caused by poor coupling. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. The customer's report of deib output out of specification was verified and attributed to the charging capacitor on the pace/defib engine. The pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.